Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high pacing lead impedance measurements and high pacing thresholds. The device was explanted and replaced. A new rate/sense lead was implanted and the rv lead's pace/sense portion was capped. The rv lead remains in service. The device and lead will not be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.